Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine device check. The programmer estimated longevity longer than expected. The patient will continue with routine follow up.